Event description:
It was reported that after a lot of episodes due to oversensing, the decision was made to explant the lead. Egms revealed noise, which appears to be caused by a damaged lead.

Manufacturer narrative:
No medwatch form was received.